Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an infection was present at the ipg pocket. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the entire scs system was explanted. The patient was prescribed antibiotics. No additional information is available.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.